Event description:
It was reported by the rep that the (1) tcr75 was used during an unknown procedure. It was reported that the device locked out and would not fire. The case was successfully completed with another reload. There was no pt consequence.